Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient stated the sensor was worn for the full ten-day sensor session with no issues. Upon removal of the sensor, the patient noticed the skin was red, sore and tender to the touch where the sensor had been on the upper left buttock. On (B)(6) 2018, the patient went to the doctor because the affected area was still sore and tender. The doctor prescribed the antibiotic keflex. At the time of contact, it was indicated that the skin reaction was still sore and tender, but the patient was taking the prescribed medication. No additional event or patient information is available. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.